Event description:
Patient had another fracture. Took out gamma nail, lag screw and locking screw. Converted to a bipolar hip. Nail did not break.

Manufacturer narrative:
Review of the device history records for the trochanteric nail kit revealed no discrepancies. According to additional information received from the sales rep, the ¿patient had another fracture. Took out gamma nail, lag screw and locking screw. Converted to a bipolar hip. Nail did not break." No issue with the devices was reported. As the issue was not a product failure, but rather a conversion from the gamma3 nail system to a bipolar hip due to an additional bone fracture, review of complaint history, CAPA databases and risk analysis was not reasonable in this case.

Event description:
Patient had another fracture. Took out gamma nail, lag screw and locking screw. Converted to a bipolar hip. Nail did not break.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report.